Event description:
It was reported that the generator displayed error code 1 when powered on at start of an unk case. The error code could not be cleared, and a second generator was used to complete case. No other information about procedure type available. No pt consequence reported.

Manufacturer narrative:
Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint. The main pcb board was replaced to correct the issue. After servicing the unit passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.